Event description:
The customer called to report that she was having a problem with the infusion set. Customer then stated that the insulin was not exiting when she was performing the fixed prime. Customer stated that she was hospitalized due to high blood glucose twice in december. The blood glucose reading was over 400 mg/dl the first time and the second time was over 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.